Event description:
Reported as possible helium loss alarm. It was reported that "the first pump had persistent possible helium loss 3 alarms. No blood in tubing." As reported by a clinical support specialist: "call from (B)(6). [Clinician] and team had already swapped the console by the time we were connected. They were reporting the issue, but the patient was being supported on the second console without issue. Pump will be sent to biomed." No report of patient harm or injury. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Reported as possible helium loss alarm. It was reported that "the first pump had persistent possible helium loss 3 alarms. No blood in tubing." As reported by a clinical support specialist: "call from speedez. [Clinician] and team had already swapped the console by the time we were connected. They were reporting the issue, but the patient was being supported on the second console without issue. Pump will be sent to biomed." No report of patient harm or injury. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.